Event description:
Sigmoid colon perforated and surgically repaired after trocar sleeve entered bowel during a laparoscopic tubal ligation. Functional tests & results; does safety shield retract: nonconforming.